Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: pbu cable fracture. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pbu cable fractured causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of other component, specify. Other intervention : type: lvad.